Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported entrapment of device (clip becoming caught in chordae) resulting in slda and unable to open the clip cannot be determined. Image resolution poor was related to patient and procedural conditions as challenging anatomy resulting in poor imaging was reported by the account. Mitral valve insufficiency/ regurgitation (worsening) appears to be related to procedural conditions and due to the slda. Mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitraclip becoming stuck in the chordae, having to be deployed in place, and the clip detaching from the anterior leaflet post deployment resulting in worsening mitral regurgitation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). The patient had challenging anatomy resulting poor imaging and a low transseptal puncture. The ntw clip was advanced to the valve. During final positioning it became stuck in the chordae. The clip could not be opened or removed from the chordae and had to be deployed. The posterior leaflet was grasped but the anterior leaflet was not sufficiently grasped so after deployment, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). The mr was worsened at grade 3-4. There were no adverse patient sequelae or clinically significant delay. No additional information provided.